Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and in remotefe, the mtm2 was found to indicate auto cal issues along the gimbal, confirming the fault occur in the field. The mtm2 was installed onto a golden system where the auto cal was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a pftp where mtm2 was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was aba tested and was verified that the inne and outer springs to be the source of the fault. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to a mechanical issue caused by a defective grip inner spring and grip outer spring within the mtm and it can be resolved by replacing the mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr). The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, an operating room (or) staff contacted intuitive surgical, inc. (Isi) technical support to report that the right master tool manipulator (mtmr) grip could not be opened. The site needed to return the grip to the original position. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument jaws were not stuck on tissue when the issue occurred. The site elected to convert to laparoscopic surgery to complete the procedure. The patient tolerated the change.